Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that when the customer¿s battery was at 1 bar charge level, the device would cycle power. The battery pins in the device were replaced as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate warm boots (reboots). The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself multiple times during a patient event. The device was used only for monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The customer was unable to provide further details on the event or the patient.